Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a clinical representative that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 11 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as unresponsiveness, loss of consciousness, and a diabetic coma. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was found with the insulin pump next to him and choked with fluids mixed with blood and food they had eaten earlier that day. The customer was currently in a comatose state with no response from a brain scan. The insulin pump will not be returned for analysis.